Event description:
Customer reported the system is exceeding mag 1 source to image distance. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a beam alignment and collimator calibration. System operates as intended. (B) (4).